Event description:
It was reported that this right ventricular (rv) lead was implanted successfully, and shortly after closing the pocket, was observed to have dislodged due to the retraction of the helix. Additional surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead was disposed of at the hospital and will not be returned for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.